Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow-up, atrial lead dislodgement and a change in capture threshold were observed. The lead was repositioned. There were no consequences to the patient before, during, and after the procedure.

Event description:
New information received notes that the atrial lead was dislodged by mistake during a mitral valve surgery. The dislodgement was confirmed by x-ray. Loss of atrial capture was observed.